Manufacturer narrative:
The device will not be returned. Additional information has been requested and if received, will be submitted on a supplemental report.

Event description:
It was reported, during 2 surgeries that took place on the (B) (6) and (B) (6) 2009, two drills broke in the pt's femur.